Manufacturer narrative:
Section a-2 patient age/date of birth: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section a-4 patient weight: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 - device dislocation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the non pre-loaded intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of iol displacement, unable to center, the lens was explanted in a secondary surgical procedure and replaced with another johnson & johnson lens model ar40e 20.0 diopter. There was no incision enlargement and no sutures during the lens exchange procedure however, an unplanned vitrectomy was performed. The following are all unknowns: if the patient was unable to perform any daily activities that they were able to prior to surgery, delay in procedure, medication prescribed (outside of standard care), or if medical attention was required. The iol directions for use were followed. Patient prognosis post lens exchange procedure was reported as fully recovered. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 21-aug-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in a lens case with a defaced label. The lens was inspected under magnification. The lens was received cut. The lens was cleaned and presented with one haptic bent, cosmetic damage/scratches, and damage to the optic body. Complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ handling problem and improperly loaded. Complaint issues reported are not related. Based on chr results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.